Event description:
It was reported that the device was explanted when therapy was not delivered during ventricular fibrillation (vf) events. It was also reported that an extended charge time anomaly was observed. The battery voltage is noted to be past end of life (eol).

Manufacturer narrative:
H.3 a biomed at the facility performed an evaluation of the anesthesia machine and as reported, the inspiratory valve disc was found have broken.